Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient presented to the emergency room with a pierced ventricle. Follow up information indicated that the patient developed a pericardial effusion (hemopericardium) but which lead caused the event was unknown. A pericardial window was performed and the fluid did not recur. Both the ventricular and atrial leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.